Manufacturer narrative:
The download data showed the pod generated an 0x18 alarm, indicating the pod reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. No abnormalities are seen in the data. The empty reservoir alarm is a safety feature of the device and not indicative of a failure. The exposed portion of the soft cannula was found to have a bend and tear and cause a leakage. Fluid was observed exiting the tear. The tear measured 17.2 mm from the nail head. It could not be determined when the cannula damage occurred. The damage did not contribute to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of pod hazard alarm- occlusion. The investigation observed a torn cannula and insulin leaking. It was also reported that the patient's blood glucose level rose greater than 300 mg/dl while wearing the pod at the infusion site (leg) between 5 and 24 hours. As treatment, a new pod was applied.